Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, the patient underwent a revision surgery in which the pump was removed and replaced. Upon explant, a hole was noted in the right cylinder connecting tube; however, the cause for the crack was not detailed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 700 underwent a thorough analysis. The pump was visually examined, and leak tested. It was noted that the kink resistant tubing (krt) was cut down to the pump block and not returned. There were no leaks noted on the component. Upon functional testing, the pump performed within specification. The reported allegations of the device not working appropriately, and a hole in the tubing could not be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working appropriately. Two weeks later, the patient underwent a revision surgery in which the pump was removed and replaced. Upon explant, a hole was noted in the right cylinder connecting tube; however, the cause for the crack was not detailed. There were no patient complications.